Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for the call was the patient (pt) was the patient wanted to know the compatibility of their ins and amateur radios and microwave transmissions. Patient services (pps) was reviewing with pt what medtronic's labeling stated and pt got more escalated and said that they were going to have their implant removed for they don't want to have the possibility of having burns and disconnected the call. Pss was unable to ask follow up questions due to the pt being escalated and disconnecting the call. The patient called back later the same day stating that the rep lied to him as he's an amateur radio operator and he asked several questions about the ins before, however after reading the controller manual, he can't use cb radios or go through security gates. Pt stated that  he's about ready to have the ins removed. Pt stated that the controller manual should be sent out to patients before having the ins implanted, because if he would've read through the manual first, he wouldn't have had the ins implanted yesterday. Patient services warm transferred pt to another agent for escalation. Escalated patient reported that they weren't told about usage of ham radio usage. Pt says that they do feel buzzing in their left leg from stimulator when using the ham radio. Pt doesn't feel this buzzing when stimulation is off. Pt says they wish they had gotten the patient booklet before getting device implanted. Pt says they are going to have the device removed and I recommended that they follow up with healthcare provider (hcp).